Manufacturer narrative:
Integra has completed their internal investigation on 05feb2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it was observed that the returned cam02 monitor failed incoming test with the returned camcabl cable; icp output waveforms failed, missed data due to defective camcabl cable. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿cable to monitor connection failure¿ and a root cause ¿root cause not determined¿ in search criteria. This review encompassed from dates 21-jan-2015 to 27-jan-2016 in which 3 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the camcabl cable with the root cause not determined. No trend has been identified. The failure analysis investigation has concluded the cause of the cam02 monitor¿s waveform and data failure mid-use with a patient was due to a faulty camcabl cable which had an internal defective issue. The root cause of an internal defective issue of the camcabl cable cannot be determined.

Event description:
The waveform and data were lost mid-use with a patient. The display was fine. It was just the waveform and data that disappeared. The catheter was left in place. Another cam02 unit was used and there was a waveform and data again. Additional information has been requested.